Manufacturer narrative:
The device and lead remain implanted and in service and will continue to be monitored with routine device follow ups. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and associated right ventricular (rv) lead exhibited high, out-of-range shock impedance measurements of greater than 200 ohms. There were several out-of-range measurements in (B)(6) 2020, while the rest of 2020 and (B)(6) 2021 have shown normal values. Technical services reviewed the available device data and confirmed there were no stored events showing any noise or artifact, and pacing threshold measurements were normal. It was recommended to evaluate the lead under fluoroscopy to confirm lead integrity and consider closer monitoring by enrolling the patient in latitude. There was no evidence to indicate compromised lead integrity. The field representative reported no noise or jumps in impedance measurements could be provoked during isometrics, and noted the patient would be seen again in march. No adverse patient effects were reported. The device and lead remain implanted and in service. Additional information was received. At the march follow-up, review of the shock impedance measurements found values were stable and within normal range. It was noted the latitude remote monitoring was not available at this clinic, so the patient would be seen in-clinic again in april. The patient was seen in april as planned. The shock impedance measurements have remained stable and within normal range, with a value of 58 ohms observed at the device check current device data was submitted to technical services for review and any new recommendations. Technical services reviewed the data and discussed the lead diagnostics were within normal range for the past year. There were no recent stored events. It was suggested that the out-of-range shock impedance measurements that were recorded in (B)(6) 2020 could have been related to external factors such as electromagnetic interference (emi), which can influence the daily measurement test pulse. It was recommended to continue monitoring with normal, routine follow ups.

Manufacturer narrative:
The device and lead remain implanted and in service and will continue to be monitored with routine device follow ups. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and associated right ventricular (rv) lead exhibited high, out-of-range shock impedance measurements of greater than 200 ohms. There were several out-of-range measurements in december 2020, while the rest of 2020 and january 2021 have shown normal values. Technical services reviewed the available device data and confirmed there were no stored events showing any noise or artifact, and pacing threshold measurements were normal. It was recommended to evaluate the lead under fluoroscopy to confirm lead integrity and consider closer monitoring by enrolling the patient in latitude. There was no evidence to indicate compromised lead integrity. The field representative reported no noise or jumps in impedance measurements could be provoked during isometrics, and noted the patient would be seen again in march. No adverse patient effects were reported. The device and lead remain implanted and in service. Additional information was received. At the march follow-up, review of the shock impedance measurements found values were stable and within normal range. It was noted the latitude remote monitoring was not available at this clinic, so the patient would be seen in-clinic again in april.